Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions were the product tank leaking, the valve operator was devective and the pvc was defective.